Event description:
Patient had an occluded right common iliac artery. A 16-16-88l limb extension was placed in the left common iliac artery. A proximal cuff delivery catheter would not advance. The delivery catheter was removed. An iliac angioplasty of the limb stent graft and iliac artery were performed to facilitate cuff catheter placement. After angioplasty, the cuff delivery system still could not advance. A coons dilator was inserted and attempted to advance, however resistance was met. A 12f sheath was inserted and it advanced through the iliac artery. The 12fr sheath was removed and a 16fr introducer sheath was introduced. While attempting passage to the aorta, the distal common iliac ruptured. A balloon catheter was inserted and inflated proximal to the rupture site to maintain hemostasis. To exclude rupture site, another 16-16-88l limb was placed over rupture. A retrograde angiogram was performed to confirm exculsion of the rupture. The extravasation was distal to the last iliac device placed at this point a covered wall graft was implnated in the iliac limb to the distal external iliac. Balloon angioplasty was performed to confirm a seal of the graft. Retrograde angiogram was performed and exclusion of extravasation was confirmed. As the iliac balloon was deflated, the patient experienced a hypotensive episode. The balloon was reinflated. The patient's blood pressure returned to normal. An angiogram was performed of abdominal aorta to confirm absence of aortic extravasation. Angiogram confirmed that there was no disruption of abdominal sorts and no extravasation of blood was appreciated. Iliac balloon was again deflated with same result in procedure. The patient was converted to an open procedure. There was time spent in the or confirming the status of any leaks. The patient coded and eventually expired.